Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device failed internal flow verification test. Contamination was observed in the device. The device's blower and flow sensor were replaced to address the issue. The device passed final test.

Manufacturer narrative:
H3 other text : device serviced by third party service center.